Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert had appeared around the time the issue began. There was no adverse impact to the customer's blood glucose level. Customer was instructed to plug wall adapter into a working outlet for at least 30 minutes, and pump later began charging when different charging supplies were used; customer was advised that non-tandem charging supplies should only be used for troubleshooting, and technical support arranged shipment of replacement tandem wall adapter, after which no further assistance was required and pump function was restored.